Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer uses cartridges longer than 72 hours with mobi pump, which is considered off label use, there was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.